Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the lower left seam. This issue was identified after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 14, 2021 - september 15, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower left side edge of the bag where a marking was observed. Functional testing was performed which revealed a leak at the lower left edge. Additional magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.